Event description:
Additional information. The lead was repositioned (B)(6), 2011 and then trailed for 2 weeks with good results. The lead was then internalized (B)(6), 2011. Post internalization, the patient only had abdomen stimulation on the left and no stimulation in the leg or back. The lead was attempted to be repositioned again on (B)(6), 2011. During the revision the lead was accidentally severed and was replaced. It was noted the left tail on the lead was frayed and missing silicone coating. The patient had good results.

Manufacturer narrative:
Lead model 39565-30, (B)(4), implanted: unk, explanted: unk. Extension model 37081, lot# njb050216v, implanted: unk, explanted: unk. Extension model 37081, lot# njb041752v, implanted: unk, explanted: unk. Final analysis revealed that there was a cut in the lead (model no. 39565-30, (B)(4)).

Event description:
It was reported that the patient had a loss of therapeutic effect. The lead was accidently cut during a reposition procedure and needed to be replaced. No other patient outcome was reported. A follow-up report will be sent if additional information becomes available.